Manufacturer narrative:
Us reporting agent notified on 02/05/2014. Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: (B)(4) suture rec'd in closed packaging. There are no previous complaints of this code / batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in OEM stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. The samples rec'd were subjected to a visual inspection which shows that the suture package does not contain sterilizing solution, because of a failure during the manufacturing process, which could not be identified at the time of product release, only after some time. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action was initiated in 2012. This corrective action has been fully implemented and a measure of the effectiveness has been completed. This corrective action is closed.

Event description:
Country of complaint: (B)(6). Suture lost liquid during storage.